Event description:
Patient reported infusion pump explanted in 2006 due to "infection". Details regarding the patient reported event has been requested from the physician. A follow up report will be sent when new information is received.